Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated that she had a hospital visit unrelated to dexcom. The patient reported her dexcom was alerting her of the low blood sugar event. The patient tested her blood sugar and was 52mg/dl but she did not have time to treat prior to losing consciousness. The patient was taken to the hospital by someone in the household. The patient's blood sugar had risen to about 90mg/dl by the time she got to the emergency room (ER). The patient was given IV fluids and underwent a computerized tomography (CT) scan on her head as they wanted to check for concussion after she fell. The patient was released the same day. No product defects or failures were alleged. At time of contact the patient's condition was fine. No additional event or patient information is available.